Event description:
The explanted lead and generator were returned and underwent analysis. A returned product form and implant card received indicated the reason for replacement was "lead discontinuity." Analysis of the generator found that it performed to specifications and no anomalies were found. Most of the lead was not returned for analysis. Setscrew marks on the lead pin indicate the lead pin was fully inserted at one point in time. No anomalies were observed with the returned portion of the lead however based on the information received to date, it is likely that a discontinuity exists is the unreturned portion of the lead.

Event description:
It was reported that the patient would be having generator replacement due to end of service however additional information was received on the date of surgery indicating the lead would have to be replaced as well. It was later clarified that high impedance with dcdc=7 was found during surgery. Follow-up with the surgeon's office found that the high impedance was found when the new generator was attached to the existing lead. The site noted significant scar tissue was noted at the electrode site which was believed to have been the cause of the high impedance per the surgeon. No x-rays were taken. No trauma or manipulation to the device was noted. No lead fractures were noted as being observed during surgery. Follow-up with the neurologist's office found that the high lead impedance had previously been found by the neurologist on (B)(6) 2012, and was the reason for referral. The high impedance was not communicated to the surgeon or manufacturer. Last known good diagnostics were taken on (B)(6) 2011, per the neurologist's office. Attempts for the return of the explanted lead and generator have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Type of report, corrected data: initial report inadvertently did not indicate "30-day."